Manufacturer narrative:
Correction: MFR site additional information: concomitant medical products and device evaluated by MFR. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During visual evaluation a pe/pu sliver was observed beneath the cavity ID header cap. The dialyzer was subjected to an external leak test. A leak was detected from the cavity ID end header cap. The header cap was removed and a pe/pu sliver was observed between the potting cut surface and the o-ring on the cavity ID end and extended across the threads at approximately 140 degrees with the dialysate ports situated at 0 degrees. The sliver measured approximately 3.0c m in length. There was no other damage or irregularities visually identified; there was no visual indicator for the cause of an internal leak. Due to the presence of the external leak and lack of a closed system in the sample, an internal leak test could not be performed. It is unknown what caused the positive test strip result. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a dialyzer blood leak occurred approximately 5 to 10 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal and external blood leak. Per the clinical manager, the leak was seen inside the dialyzer and also dripping from the header on the exterior. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The patient¿s estimated blood loss (ebl) was approximately 20 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.